Event description:
It was reported that while on a patient, the anesthesia machine failed to deliver flow to the patient. The saturation dropped to 70% and the patient was removed from the anesthesia machine and bagged. There was no patient injury reported. (B)(4).

Manufacturer narrative:
A company field service engineer visited the hospital the day after the event and replaced the o2 flush valve that was found stuck in active position. No deviations apart from the stuck valve were found and the anesthesia machine was returned to service. The device logs have been received but the evaluation has not yet begun. The replaced o2 valve has been requested but has not been received. A supplemental report will be provided when the cause of the fault has been determined. (B)(4).